Manufacturer narrative:
Additional narrative: it was reported that the surgeon did not know the white cannula cap was detached, however the white cannula cap did not fall into the patient¿s cavity.

Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation with the cannula cap detached from the cannula tabs and missing. Visual and functional examinations revealed that the device worked as intended and no damages were found on the internal components. It is possible that the cannula cap detached due to excessive forces applied to the device during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the evaluation, it was noted that the device was returned with the cannula cap detached from the cannula tabs and missing. During the procedure, another like device was used to complete the procedure with no patient consequences.